Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an issue with the third universal surgical manipulator (usm) arm had recurred while a procedure continued using a three-arm configuration. No troubleshooting had been performed at the time of the call, and remote review had not found any related issues in the system logs. The procedure was continued with no reported injury.